Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) study: a dissection of the cca occurred during the procedure, but was not treated with additional stenting. The subject was to continue on anticoagulation.